Event description:
It was reported during knee arthroplasty that the impactor split in two upon impaction. As femoral impaction was complete, no additional intervention was required. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified (a piece has fractured off. Lot number is not shown in the picture. No further evaluation can be made). Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint was confirmed based on the picture of the fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.